Manufacturer narrative:
The (B)(6), 2015 vol 8 no. 7 clinical events and pateint reported chest pain in all-comers treated with resolute integrity and promus element stents.

Event description:
This study assessed clinical events and patient-reported chest pain 2 years after treatment of all-comers with resolute integrity zo tarolimus-eluting stents and non-medtronic ees stents. Study enrollment was performed between (B)(6) 2010, and (B)(6) 2012. Patients were randomly assigned to treatment with the resolute integrity zes. At the two year follow up patients were noted to have had cardiac death, target vessel related mi and clinically-indicated target vessel revascularization. The incidence of definite-or-probable stent thrombosis was 1.1% for both des at 2-year follow up. And the rate of definite stent thrombosis was similar in patients treated with resolute integrity zes and non-medtronic ees (0.8% vs. 0.9%, p 1/4 0.80). Very late definite stent thrombosis occurred in 4 (0.4%) versus 2 (0.2%) patients, respectively. Patients were pre-treated with acetylsalicylic acid and clopidogrel. Lesion pre-dilation, use of glycoprotein iib/iiia receptor antagonists, direct stenting, and stent post-dilation were left to the operator's discretion. In general, dual-antiplatelet therapy was prescribed for 1 year. Systematic laboratory and electrocardiographic testing were performed to identify periprocedural myocardial infarction (mi).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.